Event description:
It was reported the hcp noted a volume discrepancy at the time of refill. Actual residual volume is less then the expected residual volume. The expected residual volume was 12 ml and the actual residual volume was 1 ml which was a discrepancy of 39%. The hcp stated there were no programming errors. The hcp was unsure if the entire amount of drug had gotten into the pump at the last refill. Pt states he is fine and had no symptoms of overdose. The hcp refilled the pump and planned to schedule appointments sooner to watch volumes.